Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill three of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The hp had closed all clamps. Renal therapy services had hp disconnect using aseptic technique. The hp had cycled power off and on to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.